Manufacturer narrative:
Functional testing of the returned used set with a plastic monoject locking luer syringe confirmed that when the syringe was screwed into either of the two luer activated valves (lav), the luer tip had lodged against the lav valve, precluding flow of fluid from the syringe. When the syringe was backed out, the fluid path became pt.

Event description:
During attempted injection of epinephrine via a syringe during an emergency code, a portion of the dose squirted back onto the nurse. The amount of dose lost could not be estimated. The patient died during the code situation, but the reporter adamantly contended that the demise of the patient had absolutely nothing to do with the epinephrine incident. The patient was an "elderly" man with longstanding cardiac problems. He was defibrillated without clinical response and was not responding to any resuscitative effects. The reporter said, "there was nothing that would stimulate this man's heart."